Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the system had recoverable fault occurred and the customer disabled the arm 3 and completed the procedure. Errors 23025, 23009, and 23008 reported in remotefe. An intuitive surgical, inc. (Isi) clinical sales representative (csr) suggested for power cycle and customer was not ready to restart the system. The procedure was otherwise completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, which confirmed multiple errors 23025, 23008, 23009, the fse replaced the patient side manipulator (psm) to resolve the error issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned psm confirmed the customer reported complaint. The unit was returned for failure analysis and the reported (error 23008 axis 2) was able to be confirmed during visual inspection. The axis 2 pot flat flex cable (ffc) will be replaced as a fix..